Manufacturer narrative:
Investigation results: the testing was completed, and the device performed to electrical product specifications. However, due to scope wash tubing damage on harvesting cannula, an intermittent circuit failure might have occurred at some point in time. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hospital reported that after the endoscopic vein harvesting procedure, when the device was set aside, the device self activated burned the c-ring even though the activation toggle was not pressed. The hospital did not report any patient complications.